Event description:
It was reported patient enrolled in a clinical study and underwent a right partial knee arthroplasty on an unknown date. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2009. Operative notes indicated a suture was excised from the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02303 / 02304).